Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that an x-smart auto-reverse improperly. No injury occurred.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
Device has been received and investigated. Results of this inspection/investigation are: received = 1x x-smart reduction shank 16:1. X-smart reduction shank 16:1 various mechanical problem blocked. Replaced 1x x reduction shank 16:1.